Manufacturer narrative:
The strain relief screw from the pump implant kit was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event of broken screw was confirmed through visual evidence provided by the site. Potential root causes of broken clamp screws can be attributed to assembly technique in the field and/or a non-torque limiting hex driver which could allow for excessive torque to be applied when tightening. An internal investigation has been opened had been initiated to address broken clamp screw events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the pre-implant procedure while attaching the outflow graft, the clamp screw broke when it was being tightened. It was noted that the team was experienced and excessive force was not used. A new strain relief was opened and the pre-implant test continued. The ventricular assist device (vad) was implanted. No patient complications have been reported as a result of this event.